Event description:
A caller reported an error with the cgm, specifically cgm error 42, but there was no indication that the pump had come out of storage mode recently. Technical support provided the caller with complete instructions for resetting the pump and assisted the caller through the pump reset process. After the reset, the cgm error code did not appear again, and the caller successfully started their sensor session. There was no reported impact to the customer¿s blood glucose level.